Event description:
It was reported that the guide wire fractured. A v-14 long taper 300cm angled tip guidewire was being used below the knee for occlusive disease, the tip fractured and was left inside the patient. The procedure was completed with a different device. No further patient complications were reported and the patient status is fine.

Event description:
It was reported that the guide wire fractured. A v-14 long taper 300cm angled tip guidewire was being used below the knee for occlusive disease, the tip fractured and was left inside the patient. The procedure was completed with a different device. No further patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified the distal end kinked at 298.0cm approx. From the proximal end. Moreover, there is no evidence of detachment on the distal tip. All the outer diameter (od) measurements are within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Manufacturer narrative:
(B)(4).